Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the biliary tract on (B)(6) 2018. According to the complainant, the patient was an 86 year old female with chronic obstructive pulmonary disease (copd). The patient also had a medical history of high blood pressure and was drug adjusted with lerdandibin, candesarton and bisoprolol. During the procedure, a spyscope digital access and delivery catheter was passed through a duodenoscope over a jagwire. When the spyscope ds was passed through the duodenoscope in front of the papilla, the physician noticed that the working channel sleeve protruded out of the spyscope ds. The physician removed the spyscope ds from the patient. While waiting for the preparation of a new spyscope, approximately five minutes, the patient experienced a circulatory arrest. The doctor initiated emergency treatment. During the emergency treatment, the patient died. The emergency treatment performed by the doctor was not reported. In the physician's assessment, the spyscope ds was not related to the patient's circulatory arrest and subsequent death. Per the physician, the cause of the circulatory arrest is unknown. An autopsy was not performed as the patient's family rejected the autopsy request.

Manufacturer narrative:
Block a4 (weight): 60 - 65 kg. (B)(6). Block h6: problem code 2979 captures the reportable event of working channel sleeve protrusion. Block h10: visual assessment was performed after disintection. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the working channel sleeve braid remaining attached to the pebax, appeared to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the biliary tract on (B)(6) 2018. According to the complainant, the patient was an 86 year old female with chronic obstructive pulmonary disease (copd). The patient also had a medical history of high blood pressure and was drug adjusted with lerdandibin, candesarton and bisoprolol. During the procedure, a spyscope digital access and delivery catheter was passed through a duodenoscope over a jagwire. When the spyscope ds was passed through the duodenoscope in front of the papilla, the physician noticed that the working channel sleeve protruded out of the spyscope ds. The physician removed the spyscope ds from the patient. While waiting for the preparation of a new spyscope, approximately five minutes, the patient experienced a circulatory arrest. The doctor initiated emergency treatment. During the emergency treatment, the patient died. The emergency treatment performed by the doctor was not reported. In the physician's assessment, the spyscope ds was not related to the patient's circulatory arrest and subsequent death. Per the physician, the cause of the circulatory arrest is unknown. An autopsy was not performed as the patient's family rejected the autopsy request.